Event description:
It was reported that an asymptomatic patient presented in the or for device change out due to normal eri. Externalized conductors were observed. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.